Event description:
The physician attempted to deploy a 2.75 x 14 mm resolute integrity rx drug eluting stent to treat a lesion in the cx artery. The vessel is reported as exhibiting severe tortuosity, severe calcification, 70% stenosis and a 90 degree bend. The device was inspected and prepped prior to use with no issues noted. During attempted advancement it is reported the device would not cross and stent deformation occurred. This was followed by the use of a guideliner to assist in the delivery of a (B)(4) with success. After this stent was placed in the cx a spiral dissection was seen from the lm down to the mid lad vessel. Based on the films and the physician¿s opinion the dissection was due to the fragile disease state and the guideliner device. Evaluation summary: the stent was positioned correctly between the inner shaft markers as per specification requirements. The 1st two proximal stent segments and the 1st three distal stent segments were intact. The remaining segments were severely damaged with stretching, bunching and raising evident. The hypotube was kinked 30.3cm distal to the end of the strain relief. The transition tube was kinked immediately distal to the hypotube bond. The distal tip was flared. Cine review: procedural images confirm the tortuous severely calcified nature of the proximal lcx and the calcified nature of the lm to lad. No images were provided showing the attempted unsuccessful delivery and withdrawal of the 2.75 x 14mm resolute integrity device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent deformation). Patient¿s condition affected effectiveness of device - (lesion morphology - severe tortuosity, severe calcification, 70% stenosis and a 90 degree bend). Evaluation conclusions: known inherent risk of a procedure -(stent deformation). Device failure related to patient condition - (lesion morphology - severe tortuosity, severe calcification, 70% stenosis and a 90 degree bend). (B)(4).